Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. The keypad connector was fully locked. The pump had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the keypad is hard to press and the act button is not responding. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.